Manufacturer narrative:
(B)(4) relates to the fiber.

Event description:
It was reported to boston scientific corporation that during preparation for a ureteroscopy procedure using an accumax 365 laser fiber, the glass silica tip was already broken when the physician opened the package. There was no packaging damage noted. The procedure was completed with another accumax 365 laser fiber without complications to the patient, who is reportedly "fine" post procedure.